Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2015 alleging an environmental exposure (CT scan) issue. The reporter stated that the patient had a blood glucose (bg) below 2.2mmol/l with severe headache and confusion. The patient was taken to the emergency room by their co-worker for treatment. The patient was treated with glucose tablets, glucose gel, and food/drink. The patient has a history of addison¿s disease diagnosis. The patient had a CT scan prior to the event occurring. This malfunction is being ruled out because, the pump IFU clearly advises against exposing the device to a CT scan, as it may impact the motor delivering the insulin. The patient stated that they lost confidence in the pump. This report is being made due to the bg excursion the patient experienced while on insulin pump therapy.

Manufacturer narrative:
Follow-up #1: date of submission 07/06/2015. Device evaluation: the device has been returned and evaluated by product analysis on 06/18/2015 with the following findings: the last bolus delivery and the last basal delivery were on 04/23/2015. A 24hr duration test was successfully completed with returned battery cap/returned cartridge cap; no eaw¿s occurred during testing. The total daily dose adds up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering accurately and within range. Patient negligence issue - pump subjected to conditions outside specifications. Battery compartment is cracked below the bumper pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.